Event description:
It was reported that the surgeon did not like the fit of eze-60 (iol-pmma) into the pt's eye. The incision was enlarged to remove the lens.

Manufacturer narrative:
The lens has been returned to bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.